Event description:
Received information from the customer's mother indicating her daughter sought medical attention at the hospital a month ago. Tandem has made attempts to seek additional information with no customer response.

Manufacturer narrative:
Device has not yet been returned. Should new information become available, a follow-up will be submitted. Event not likely to lead to death, t: slim user guide instructs users to "routinely check their bg levels at least 4 times daily (optimally 6-8 times daily) in order to detect hyperglycemia and hypoglycemia early." Additionally, t: slim user guide cautions users "to prevent dka or a very high bg, you must be prepared to inject insulin if delivery is interrupted for any reason." It is common practice for insulin users to check blood glucose values frequently to prevent levels from becoming severe enough to cause serious complications.